Manufacturer narrative:
Constant motor error alarm noted during rewind due to motor encoder out of phase. Unable to perform displacement test due to motor error alarm. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error after a prime. The customer pressed the esc button and he was getting through the rewind process but when he pressed the act button he received a message that said no reservoir detected. However, the insulin pump did have a reservoir locked in place. Customer's blood glucose level was 145 mg/dl. The customer works at a retail store and works with a magnetic sensor. The insulin pump got hooked onto the magnetic piece. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.